Event description:
A physician reported that after intraocular lens (iol) implantation procedure, the patient experienced halos and glare. Lens was explanted. Additional information indicated that the lens was replaced with a company lens during a secondary procedure. There was no further impact to the patient. There are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.